Event description:
It was reported that the colonovideoscope had image blackout. The issue was found during a reprocessing, there were no reports of patient involvement

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.